Event description:
It is reported that the articular surface and the tibial plate were implanted in 1997. On 04/30/1998, dr performed aspiration of joint, diagnosed pt as having poly synovitis and suggested revision of articular surface. In 1998, pt underwent revision surgery where articular surface and tibial plate were removed and replaced.